Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-feb-2021. The most recent information was received on 23-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the right-side essure is no longer visible after insertion of left coil') and application site burn ('verified by hysteroscopy: mucous membrane considerably burned') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included medical devices, without substances for endometrial ablation. Other product or product use issues identified: device difficult to use "catheterization of left orifice not possible due to left ostium not visible/ visible after curettage and novasure" on (B)(6) 2013 and medical device monitoring error "novasure ablation with essure implantation and d and c" on (B)(6) 2013. The patient's medical history included bladder catheterisation on (B)(6) 2013 and uterine cervix dilation procedure (hegar dilator no. 8) on (B)(6) 2013. Concomitant products included nonoxinol 9;povidone-iodine (betadine gynecologique) from (B)(6) 2013 for infection prophylaxis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient started medical devices, without substances (intra-uterine) at an unspecified dose and frequency. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), application site burn (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). In 2015, the patient experienced pruritus ("itching"), headache ("headache"), neuralgia ("neuropathic burns"), myalgia ("muscle pain"), tendonitis ("tendinitis"), dizziness ("dizziness"), asthenia ("asthenia"), oedema peripheral ("foot and knee edema"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (ovary-sparing hysterectomy and salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, application site burn, pruritus, headache, neuralgia, myalgia, tendonitis, dizziness, asthenia, oedema peripheral, amnesia, disturbance in attention and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, application site burn, asthenia, complication of device insertion, device dislocation, disturbance in attention, dizziness, headache, myalgia, neuralgia, oedema peripheral, pruritus and tendonitis with essure. The reporter commented: symptoms appeared after 2015. Measures taken to treat the patient at the healthcare facility: multiple consultations between 2015 and 2020, magnetic resonance imaging (MRI), ultrasounds, x-rays, analyses, electromyogram, etc. Consultation with gynecologist, heavy metals blood analysis and pelvic MRI, which led to a ovary-sparing hysterectomy and salpingectomy on (B)(6) 2021 diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: 5.5 mm rigid hysteroscope with operating channel using saline solution irrigation. No initial dilation. Hysteroscope inserted without difficulty. Hysteroscopy : normal uterine cavity with right ostium clear, left ostium not visible. Catheterisation of the right orifice, release of one essure implant. Catheterisation of the left orifice not possible. On completion of insertion, head of the device and 5 coils on the right protrude into the cavity. Hegar dilator no. 8 dilated. Fenestrated curette inserted and curettage performed with pressure, which yielded an abundance of matter which was sent to the anatomical pathology department. Novasure device put in position (uterine width 4;651). Procedure applied without any particular difficulty . Verified by hysteroscopy: mucous membrane considerably burned. The right-side essure no longer visible, however, the left ostium is now visible; left essure out into position, 5 coils protruding into the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the right-side essure is no longer visible after insertion of left coil') and application site burn ('verified by hysteroscopy: mucous membrane considerably burned') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included medical devices, without substances for endometrial ablation. Other product or product use issues identified: device difficult to use "catheterization of left orifice not possible due to left ostium not visible/ visible after curettage and novasure" on (B)(6) 2013 and medical device monitoring error "novasure ablation with essure implantation and d and c" on (B)(6) 2013. The patient's medical history included bladder catheterisation on (B)(6) 2013 and uterine cervix dilation procedure (hegar dilator no. 8) on (B)(6) 2013. Concomitant products included nonoxinol 9; povidone-iodine (betadine gynecologique) from (B)(6) 2013 to (B)(6) 2013 for infection prophylaxis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient started medical devices, without substances (intra-uterine) at an unspecified dose and frequency. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), application site burn (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). In 2015, the patient experienced pruritus ("itching"), headache ("headache"), neuralgia ("neuropathic burns"), myalgia ("muscle pain"), tendonitis ("tendinitis"), dizziness ("dizziness"), asthenia ("asthenia"), oedema peripheral ("foot and knee edema"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (ovary-sparing hysterectomy and salpingectomy with essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, application site burn, pruritus, headache, neuralgia, myalgia, tendonitis, dizziness, asthenia, oedema peripheral, amnesia, disturbance in attention and complication of device insertion outcome was unknown. The reporter provided no causality assessment for amnesia, application site burn, asthenia, complication of device insertion, device dislocation, disturbance in attention, dizziness, headache, myalgia, neuralgia, oedema peripheral, pruritus and tendonitis with essure. The reporter commented: symptoms appeared after 2015. Measures taken to treat the patient at the healthcare facility: multiple consultations between 2015 and 2020, magnetic resonance imaging (MRI), ultrasounds, x-rays, analyses, electromyogram, etc. Consultation with gynecologist, heavy metals blood analysis and pelvic MRI, which led to a ovary-sparing hysterectomy and salpingectomy on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: 5.5 mm rigid hysteroscope with operating channel using saline solution irrigation. No initial dilation. Hysteroscope inserted without difficulty. Hysteroscopy : normal uterine cavity with right ostium clear, left ostium not visible. Catheterisation of the right orifice, release of one essure implant. Catheterisation of the left orifice not possible. On completion of insertion, head of the device and 5 coils on the right protrude into the cavity. Hegar dilator no. 8 dilated. Fenestrated curette inserted and curettage performed with pressure, which yielded an abundance of matter which was sent to the anatomical pathology department. Novasure device put in position (uterine width 4;651). Procedure applied without any particular difficulty. Verified by hysteroscopy: mucous membrane considerably burned. The right-side essure no longer visible, however, the left ostium is now visible; left essure out into position, 5 coils protruding into the uterine cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.